Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - canada.

Event description:
It was reported that on an unknown date at an unknown time there are burs on insertion point and handles do not go all the way in. Further the dermacarrier will not feed through, the handle was stuck to the mesher and was unable to perform the up and down motion. There is no harm, additional surgical procedure, or delay reported. Due diligence is in progress.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a3, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the handle would not fit onto the mesher base due to worn/damaged components. The roller gear, bottom roller, ball detent, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is complete. No further information is available. As no additional information is available, we are unable to provide further information.